Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they had issues with the keypad on their insulin pump. The customer's blood glucose level was 188 mg/dl at the time of the incident. The customer stated that the buttons do not respond. The customer did not return the product back for analysis but stated that they will call back when they are back from their flight.